Event description:
The patient had multiple surgeries, beginning with tsa approximately one year ago. It was revised to a reverse and again revised to a thicker shell in august. The patient remained unstable so was revised to a 44+8 with +8 shell (the shell disengaged from the stem after the previous surgery).